Manufacturer narrative:
(B)(4). The device was not returned for evaluation, however; a service history review was completed. The service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard pump's battery died. It is unknown when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.